Manufacturer narrative:
Evaluation summary: a cartridge was returned loose in a clear plastic bag. The customer indicated the returned sample would be one from two specific provided lot numbers. An insufficient amount of viscoelastic was dried inside the cartridge. There appears to be possibly dried blood in the tip exit. The cartridge tip has heavy stress lines at anterior, posterior, and both sides. The cartridge displayed evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. A small disruption of the inner coating was observed along the handpiece plunger path on the posterior inner surface, beginning prior to the fill line and into the tip. An associated qualified lens model was used; however, the diopter was unknown. The associated handpiece and viscoelastic are qualified for use with the cartridge and the associated lens model within a qualified range. Without the diopter it is not possible to determine if a qualified combination of products were used. The root cause for the reported event of "cracked iol" may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridge. The directions for use instructs to fill the cartridge with a qualified viscoelastic before loading the lens. The stress lines observed are an expected occurrence with a lens delivery and do not denote a product deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, "iol got cracked during insertion." The doctor suspects the cartridge was defective. The iol remains implanted with no reported harm to the patient. Additional information has been requested.